Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during drain one on the homechoice (hc) machine. The home patient (hp) stated they may have not connected the final bag properly as the line has become disconnected. The technical service representative (tsr) advised the hp to end therapy and start over with new supplies. The tsr advised the hp to contact the registered nurse (rn). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A supply bag becoming disconnected is a known cause of air being introduced into the system. The cause of the disconnection could not be determined. Should additional relevant information become available, a follow-up report will be submitted.